Manufacturer narrative:
Siemens filed initial MDR 1219913-2023-00333 on 20-dec-2023. Additional information (20-mar-2024): siemens has completed the investigation and confirmed the potential for interference from macro-troponin autoantibodies with the atellica im high sensitive troponin assay. Siemens determined that the atellica im high sensitive troponin assay is meeting product specifications and that the current assay labeling adequately addresses this issue.

Event description:
The customer reported a discordant elevated high-sensitivity troponin I (tnih) patient result on an atellica im analyzer using tnih reagent lot# 096. The elevated tnih result obtained on (B)(6) 2023 was reported to the physician(s), who did not question the result but referred the patient to a hospital for further evaluation. At this hospital, two samples from this patient were tested using siemens dimension exl high-sensitivity troponin; low results were obtained for each sample (5ng/l). To verify the results obtained with siemens dimension exl high-sensitivity troponin, one of the samples from this patient was sent to another laboratory for testing with a non-siemens alternate method. The alternate method also produced a low high-sensitivity troponin result for the sample (3ng/l). The high-sensitivity troponin results obtained on the siemens dimension exl and non-siemens alternate method were considered correct. The customer proceeded to retest these samples starting on (B)(6) 2023 as a troubleshooting measure and performed further testing on the patient sample indicating a potential interference/sample specific issue. Quality control (qc) was within the range.

Manufacturer narrative:
The customer from outside the united states reports observation of discordant elevated high-sensitivity troponin I (tnih) patient result on the atellica im analyzer using tnih reagent lot#096. The initial tnih result was reported to the physician(s), who did not question the result. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.